Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had pinhole leaks attributed to sharp instrument damage. The hole was present in the cylinder body. It was unknown when damage occurred, and it will be considered a secondary failure. Both cylinders were not functionally tested due to the leak identified. Both cylinders had wear at fold in cylinder body. This wear would not affect the functionality of the device. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. However, product analysis concluded that the identified pump failed activation test was the most probable cause of the device malfunction. Product analysis identified the device malfunction with the returned pump. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified device malfunction with the returned pump. The product analysis results, and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported the patient had the inflatable penile prosthesis cylinder and pump components removed due to malfunction. The reservoir was plugged and not removed. Atactra penile prosthesis was implanted.

Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had pinhole leaks attributed to sharp instrument damage. The hole was present in the cylinder body. It was unknown when damage occurred, and it will be considered a secondary failure. Both cylinders were not functionally tested due to the leak identified. Both cylinders had wear at fold in cylinder body. This wear would not affect the functionality of the device. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. However, product analysis concluded that the identified pump failed activation test was the most probable cause of the device malfunction. Product analysis identified the device malfunction with the returned pump. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified device malfunction with the returned pump. The product analysis results, and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported the patient had the inflatable penile prosthesis cylinder and pump components removed due to unspecified reasons.